Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had poor quality of vision continuously for 1 year with bcva 6/18 n12. The intraocular lens (iol) explanted due to quality and vision and replaced with another company lens. There are two medical device reports associated with this patient. This file is 1 of 2.